Event description:
The patient underwent a plif procedure with l1 corpectomy using nerve monitoring on (B)(6) 2012. After 8 hours of surgery one of the monitors detected an interruption in the nerve impulses to the legs. The construct was immediately removed in order to decompress the nerve. The surgeon then re-implanted another construct. During the final tightening of the screws 5 instruments broke and could not be used. The surgeon used other instruments to complete the procedure. This report is #5 of 5 for the same event.

Manufacturer narrative:
Device used for treatment. The device history records were reviewed and lot 6186139 passed all inspection and certification testing during production. There are no ncr documents in the DHR. The device was received and the investigation is ongoing.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. The driver was received with some scratches and oxidation on the etching. There are several chipped lobes at the driver tip. The chipped lobes indicate that the driver was not fully engaged or was off axis in the screw drive recess. The excessive torque applied to the partially engaged drive shaft lead to a failure of the driver manifested as the chipped lobes. The sport grip driver is not meant to be used during the final tightening of the locking screws. The design risk assessment is adequate for the intended use.